Manufacturer narrative:
A boston scientific technical services consultant reviewed the faxed in strips and noted loss of capture. The caller stated that the threshold measurements are 5.0v and they never saw capture. Sensing measurement have been varying but are still within normal limits and impedance measurements are stable. The caller verified that the logbook was set to record atrial tachycardia response (atr) and ventricular tachycardia (vt) events; however, none are present. The consultant discussed possibly obtaining an x-ray of the atrial lead to check on lead position due to possible lead dislodgment as it is unclear if the atrial loss of capture is related to the syncope. The caller reprogrammed sensing from autosense to fixed at 0.25. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The caller stated there have been no recent follow ups and it does not look like the device has been interrogated since implant. No other adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and returned two years after the clinical observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.